Event description:
Additional information was received that the physician's review indicated no malfunction was visualized from the patient's x-rays. The physician was unable to identify any damage to the lead and there were no external factors that may have contributed to the low impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient had a full system revision. During the surgery the surgeon disconnected the lead, cleaned, and re-inserted the lead; low impedance was still observed. The surgeon decided then to replace both the lead and the generator. After the replacement diagnostics were observed to be ok. The suspect device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that low impedance was observed for the patient. A session report was included which reports the lead impedance was observed at 600 ohms. It was noted that surgical revision is required for the event. Chest and neck x-rays were also included with the report. Chest lateral, spine ap-lateral x-rays were reviewed. Per the images provided, the lead was visualized in the chest and neck, no gross fractures or discontinuities were seen. The strain relief bend appears smooth; however, an acute angle appears present in the lead body and is therefore not placed per labeling. This acute angle may be a contributing factor in the reported low impedance; however, this cannot be validated based on the available images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.